Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 458 mg/dl. The customer also had ketones. The customer stated that her blood glucose levels went high due to a bent cannula. Nothing further was reported.